Event description:
The customer observed a falsely-elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to patient history as well as alternate-method testing and repeat testing using the same method and instrument. The patient's sample was re-tested using an alternate method, producing a lower result. The same sample was also re-tested using atellica im tnih on the same atellica im analyzer. The atellica im repeat-test results were lower and accepted as correct. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih patient result.

Manufacturer narrative:
A customer from outside the united states reported observation of a discordant, elevated atellica im high-sensitivity troponin I (tnih) result for one patient. Alternate-method testing and repeat testing in duplicate using the same method and instrument (atellica im) produced lower results, which were accepted as correct. Siemens has investigated. Siemens reviewed the available information to determine probable cause and evaluate for potential product issues. System log files for the time of the initial result were requested, but not provided. Quality control (qc) results were within expected ranges at the time the sample was initially tested. The issue was limited to one sample, and duplicate repeat-testing results are consistent and concordant with the alternate-method result. Siemens cannot rule out preanalytical factors (sample quality) as a cause for the initial elevated result. Based on the investigation results, atellica im high-sensitivity troponin I (tnih) is performing as intended, and a product performance issue has not been identified. The customer is operational; no further investigation is required. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."